Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was connected to the recorder but the light did not flash six times. Sensor was removed and no electrode was found. Customer's blood glucose was unknown. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor base. No broken or missing parts were observed during analysis. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.